Event description:
Reporter alleged glucose meter readings were erratic, no values provided; however symptoms did not match results. Is was reported no comparative testing was done at the time however one meter read 124mg/dl while a different meter read 385 mg/dl within minutes. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.